Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp(B)(4). Concomitant product: unknown head, unknown cup, unknown liner & unknown stem. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04923, 0001822565-2017-04924, 0001822565-2017-04926 & ,0001822565-2017-04927.

Event description:
It was reported that the patient has been indicated for revision due to unknown reasons. No additional information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised twenty years post-implantation due to disassociation caused by liner wear. Attempts have been made and no further information has been provided.